Event description:
The customer reported less than one milliliter of clear diluent leaked outside the instrument during the probe wash cycle, on the manual probe, while analyzing patient samples involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered air leaked in pinch valve pv49 which caused diluent to leak from the blood sampling valve (bsv) during the probe wash cycle, in between samples. The fse replaced the tubing on pinch valve pv49 and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. In conclusion, hardware malfunction is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).